Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant procedure, the helix on this right atrial (ra) lead would not extend. The lead was repositioned, then was removed from the patient's body, and still the helix would not extend even after 30 turns of the fixation tool. Two more leads were tried and experienced the same outcome, until finally the fourth lead was implanted successfully into the ra with appropriate lead measurements. No adverse patient effects were reported. This attempted lead was returned for analysis.

Event description:
It was reported that during the implant procedure, the helix on this right atrial (ra) lead would not extend. The lead was repositioned, then was removed from the patient's body, and still the helix would not extend even after 30 turns of the fixation tool. Two more leads were tried and experienced the same outcome, until finally the fourth lead was implanted successfully into the ra with appropriate lead measurements. No adverse patient effects were reported. This attempted lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.